Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the patient presented with bardycardia. It was noted that the right ventricular lead exhibited low pacing impedance. No intervention was performed.